Event description:
Customer contacted alaris technical support for assistance with an event log review. Stated the system alarmed for communication error and the user had changed the programming multiple times. No patient harm reported and no medical intervention required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
The pcu and two pump modules were received for evaluation. A review of the pcu event logs confirmed a channel disconnect event occurred on (B)(6) 2011 at 7:39 am during an infusion of heparin. At 7:40 am, the pump module was turned off by the user. No additional infusions were run on this system following the last disconnect. Visual inspection of the pc unit and pump module was performed. The pump module was attached to the left side of the associated pc unit. Contamination was identified on the mating female iui connector of the pc unit. The mating male iui connector on pump module was contaminated, corroded and had damage ribs. Minor film contamination was noted on the female iui connector. No other issues were identified with the returned device. Functional testing was performed. An infusion was started and the system was jounced, no communication or channel disconnect error occurred. The male and female iui connectors were replaced with new connectors and functional testing was repeated. No channel disconnect, communication errors or any iui related issues occurred during testing. The channel disconnect identified in the event logs was attributed to contamination and corrosion on the pins of the iui connectors, interfering with the electrical contact at the mated pins.